Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the half of the lip of the reservoir compartment was broken off. The customer¿s blood glucose level was unknown at the time of the incident. Customer was advised to discontinue use of the insulin pump. The customer was advised that they would be receiving a replacement pump and to revert to back-up plan per hcp¿s instructions. Customer was advised to return the broken pump for analysis.